Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
The nurse reported that a spectrum pump had a reported under infusion during a drug delivery on a patient. They reported a conflict between a bottle of nitroglycerin, and the given dosage on the pump. They noticed a kink in the tubing, and said the pump did not produce an occlusion alarm. The biomedical engineer reviewed the history log, and confirmed no occlusion alarm occurred. He also noticed in the history log that the pump delivered 478ml from a 200ml bottle of nitroglycerin. He did see a bag near empty alert, and the nurse acknowledged the alert, and continued the infusion since the bottle was still full. Programmed amount and delivery rate is unknown. No patient injury occurred. Only one patient was involved with this pump.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in relation to the reported symptom, failure to detect an upstream occlusion. No component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-05556 can be removed from the FDA database.